Event description:
During the device evaluation of the gastrointestinal videoscope, a burn on the c-cover was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the burn on the c-cover is traced to expected or random component failure without any design or manufacturing issue such as stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Expected or random component failure without any design or manufacturing issue.